Event description:
Surgeon was using cannulated probe for s2ai screw prep. When using, it broke in the patient past the si joint and they had to spend time to remove. This caused a delay greater than 30 mins.